Event description:
It was reported that vessel dissection occurred and the procedure was cancelled. The target lesion was located in the calcified right coronary artery (rca). Angioplasty was performed in the proximal to mid rca. Following initial ballooning, a 2.50 x 28mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The patient developed rca dissection and the procedure was cancelled. The synergy stent did not directly contribute to the dissection, however, the dissection resulted from the attempt to prepare the lesion with balloon angioplasty. No further patient complications were reported.